Manufacturer narrative:
Evaluation summary: additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Swelling in left knee [joint swelling]; left knee pain [arthralgia]; unable to bear weight on left knee [weight bearing difficulty]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) male pt, initials (B)(6), with a history of osteoarthritis and previous synvisc-one treatment, who experienced knee pain, knee swelling and weight bearing difficulty after starting synvisc-one. The pt reported that he received one synvisc-one injection into each knee on (B)(6) 2011. The morning after receiving the injections, the pt developed left knee pain, left knee swelling and was unable to bear weight. The pt required treatment for his symptoms. The pt reported that his symptoms were treated with ibuprofen and one cortisone injection (date not provided). The pt reported that the cortisone injection has helped the swelling, but it still persists. The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered.